Event description:
The customer reported to olympus that there was a broken eye piece while using the telescope "ultra", 10 mm, 0°. The issue occurred during the procedure and there was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customers allegation was confirmed due to a cracked eye piece funnel. There were also scratches on the gold plating of the outer tube and there was debris in the optical system; all findings required repair. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer: the reported issue occurred during reprocessing. There was no delay and the procedure was completed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the cracked eyepiece funnel, scratches on the gold plating, and debris in the optical lens could not be identified. However, it¿s likely the cause is related to excessive use. Olympus will continue to monitor field performance for this device.